Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. Downstream occlusion alarms were verified during review of the event history log. The reported issue was not reproduced during evaluation and no cause could be identified as the device was found in specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.